Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys. Return date: 11-jul-2019. Dev rtn to MFR? Yes. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. There is exposed wire mesh protruding from the outer shaft at 3.6 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is blood on the tether between the device and the recapture cone. Articulation could not be performed due to the device not being able to be recapture due to the blood in the lumen and dried blood in between the inner and outer shaft not allowing deployment button to move. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28 aug 2020 / serial#:(B)(4), UDI # (B)(4). Device available for eval: no. Dev rtn to MFR? No. Mfg date: 04 apr 2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), high thresholds and undersensing were observed. The leadless ipg was redeployed in multiple locations without any improvement in measurements. It was noted that the device was either faulty or was not reaching far enough into the heart to deploy into the cardiac tissue. The leadless ipg and delivery system were removed. A second leadless ipg was attempted and it also exhibited high thresholds and undersensing in multiple locations. The leadless ipg and delivery system were removed. The leadless ipg implant was abandoned and an intravenous single chamber system was implanted. No patient complications have been reported as a result of this event.